Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with a spectra penile prosthesis due to erosion and "right side fell out." No further patient complications were reported in relation to this event.